Event description:
It was reported that the right ventricular lead exhibited noise upon connecting the leads to the can. The lead was taken out of the port and cleaned and connected again. The noise was still noted. The lead was then connected to the pacing system analyzer. No noise was seen. The device was not used. A new device was implanted. The patient was stable post procedure.

Manufacturer narrative:
The reported field event of noise was not confirmed in the laboratory. The device was tested on the bench and no anomalies were found.